Event description:
It was observed during the device evaluation that the bronchovideoscope exhibited a peeled coating on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, peeling of the coating of the insertion was most likely attributed to physical, and chemical stresses. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.